Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as the patient made a mistake. The patient was not hospitalized for the peritonitis event. The patient was treated with cefazolin (125mg daily, route not reported) and vancomycin (250mg alternate days, route not reported) for the peritonitis. On an unreported date, antibiotic therapy was discontinued. Dianeal therapy was ongoing. Five days after event onset, the patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow up.